Manufacturer narrative:
Due to character restriction in block e1: e1 initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) had broken fiber optic connector. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected date: h6 (medical device ¿ problem). Additional information: (B)(6), biomed, is the local point of contact, mail ID: (B)(6), phone: (B)(6). Additional contact person names: (B)(6) a getinge field service engineer (fse) replaced the cbl assy, fo sensor. The connector was kept onsite for clinical education. The fse stated this was an external issue nothing unusual was identified in the logs. The unit was calibrated and passed all functional and safety tests per factory specifications.